Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information only as no lot number was provided by the reporter. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the lowest injection port (clearlink). This was observed during patient infusion with antibiotics via a peripheral intravenous (IV) line. As a result, the infusion was stopped and the percutaneous ventricular assist (pvad) device was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent priming, pressure and clear passage testing and the device performed according to product specifications. CT scan was performed on the second clearlink of the actual sample, and no damage was observed. During gravity testing, a static leak was observed at the second clearlink. Usage test with a spectrum pump was performed, no leaks were observed. The referee test was performed to all the clearlinks and a dinamyc leak was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.